Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a low shocking impedance warning during the induction phase of the implant procedure. This device was reportedly implanted while the patient's abdominal ICD remained active/implanted. Fluoroscopic evaluation of the lead implant location demonstrated close proximity to the chronic right ventricular shocking lead. The physician elected to explant this device, explanted the chronic device/lead system, and implanted a new device/lead system without further complication.